Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of insomnia, spontaneous abortion, anxiety depression, parity 2, multi gravida, heart disease, unspecified, amenorrhea, anemia, ectopic pregnancy, menorrhagia, pelvic pain and right lower quadrant pain. The patient had a family history of diabetes. On (B)(6) 2015, the patient had essure inserted. On 22-feb-2016, 214 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (diagnostic laparoscopy, right salpingectomy essure removal). The reporter considered medical device removal to be related to essure administration. The reporter commented: r tubal ostia. Trailing : coils in uterus: 4. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: no filling of the right tubal system, essure device is seen through this system. Surgery, oophorectomy on the left, there is no hint of any left-sided tubal visualization. No complications. Essure device has satisfactory occluded, obliterated the right tubal system. [Pregnancy test] on (B)(6) 2015: negative. [Ultrasound pelvis] on 22-dec-2015: impression: uterus is normal in size. 3 cm uterine fibroid. Essure device in the fallopian tube on the right side. Multiple cystic structures in the right ovary. Left ovary has been removed. Quality-safety evaluation of ptc: for essure: the complaint reason is a known phenomenon for this product and is taken into account in the device risk assessment. Trend analysis of the complaint reasons are reviewed regularly. The trend analysis shows that none of the cases where these medical events were reported were associated with a confirmed quality defect based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of insomnia, spontaneous abortion, anxiety depression, parity 2, multi gravida, heart disease, unspecified, amenorrhea, anemia, ectopic pregnancy, menorrhagia, pelvic pain and right lower quadrant pain. The patient had a family history of diabetes. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2016, 214 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (diagnostic laparoscopy, right salpingectomy essure removal). The reporter considered medical device removal to be related to essure administration. The reporter commented: r tubal ostia. Trailing : coils in uterus: 4. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: no filling of the right tubal system, essure device is seen through this system. Surgery, oophorectomy on the left, there is no hint of any left-sided tubal visualization. No complications. Essure device has satisfactory occluded, obliterated the right tubal system. [Pregnancy test] on (B)(6) 2015: negative [ultrasound pelvis] on (B)(6) 2015: impression: uterus is normal in size. 3 cm uterine fibroid essure device in the fallopian tube on the right side. Multiple cystic structures in the right ovary. . Left ovary has been removed. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.